Event description:
The fixed bearing tibial insert would not seat properly.

Manufacturer narrative:
The returned device confirms the reported event. A complaint database search finds no other reported incidents against the provided product and lot combination. Review of the device history records did not reveal any related manufacturing deviations or anomalies on the provided product and lot combination. The device was evaluated by commercialized product development and found that the dovetail edges are plastically deformed on the medial and lateral side of the returned device. This has caused the dovetails to cup towards the proximal portion of the dovetail. Near the locking location the material has been deformed near the anterior portion of the device specifically on the lateral side as well as the articulating surface. There is an also noted scratch and gashes on the surface that attaches to the tibial component. No evidence was found suggesting product error was a contributing factor and the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.